Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2006 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation patient experienced pain, erosion, infection, bleeding and urinary problems. (B)(4) urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urgency, burning, incontinence and retention. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary stress incontinence.

Event description:
It was reported that following insertion the patient experienced urinary stress incontinence.